Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray images confirms a femoral bone fracture in the right hip. The root cause cannot be determined using images only. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the device was implanted more than ten years prior a need for revision surgery. It is not suspected any error in device manufacture was the root cause for the problems reported. A manufacturing records evaluation (mre) was not performed. Corrected: d10, h5.

Event description:
Additional information was received stating that the head was a depuy product. Based off x-ray it looks like a 28mm head. The head was not removed during the case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the process of fixing a right revision femoral neck fracture, surgeon removed and replaced the poly liner and stem. Replacing them with stryker implants. I was present outside of the room for the case. Due to wear on the poly, I was unable to make out all of the reference numbers. I have added them to the best of my ability. Doi: unknown, dor: (B)(6) 2021, right hip.